Event description:
Md was placing the visiport trocar in patient. When md entered the abdomen and retracted the trocar, it was noted that the trocar was missing pieces and shattered in the patient. Team began searching for the pieces and eventually were able to locate the broken pieces.